Event description:
It was reported that the patient underwent a sling procedure in 2003. Recently, the patient complained of difficulty urinating, and during an examination, the physician noted a urethral erosion. The physician completed a revision and cut the tape under the urethra. For the past two days following the revision, the patient has a catheter in place per the request of the urologist. It was reported that the patient is doing beter.